Event description:
Post successful defibrillation 200, 300, 3604. Rhythm converted to idioventricular, attempted transcutaneous cardiac pacemaker successful for several seconds when monitor screen showing only three dashed isoelectric lines. All leads connected to pt transcutaneous cardiac pacemaker restarted-monitor appears to not receive waveform from 4 lead (intermittent) re-checked all electrodes, all firmly attached to pt CPR continued, however ECG showing only wavy base line or dashed lines in all leads I-ii-iii.